Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates a pest-infested communicator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was hot, emitting smoke and was sparking. The communicator was for replacement and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the communicator power cord was hot, emitting smoke and was sparking. The communicator was for replacement and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates a pest-infested communicator. If information is provided in the future, a supplemental report will be issued.